Event description:
Patient's head had slipped during surgery. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 2/22/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. This device was manufactured on december 31st of 2010 and a review of dhrs containing lot code 109 showed that the following lots passed the required inspection points without mrrs or variances. (B)(4). No service history is on file. No manufacturing or design related trend has been identified. In summary, the end user's experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2010 with no prior service history.